Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off within one day of use, tape not sticking. No further information was available.

Manufacturer narrative:
(B)(6).